Event description:
The event is reported as: the applier does not release the clips. Unk if any pt injury occurred. Requested additional info.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. Attempting to get additional info. A follow-up investigation report will be sent if info becomes available and investigation is complete.